Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The patient was hospitalized for the peritonitis event. The cause of peritonitis was unknown. Treatment was not reported. At the time of this report, the patient was recovered from the event. Dianeal therapy was ongoing. No additional information is available.

Manufacturer narrative:
(B)(4). Date of the event: the exact date was not provided; the event was reported to have occurred ¿about four months ago¿. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.